Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, at an adequate implant depth, the wire was relaxed and the valve was deployed with a slight push on the delivery catheter system (dcs). The valve dislodged out of the native annulus and migrated towards the aorta. A second transcatheter valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record (DHR) review is not required as the event did not indicate a potential manufacturing issue. The valve remained implanted and therefore product analysis was not performed. Static images and media files submitted and reviewed by a subject matter expert (sme). There was no imaging of the pre-implant aortic valvuloplasty. There were no cine images of the non-coronary cusp and left coronary cusp depth assessment prior to deployment. There was no imaging of the second valve being implanted. The static image showed a medtronic bioprothesis valve above the annulus. Media of the valve deployment paused right before release but picked up playing and showed the valve in supra-annular position. The reported event indicated that during the deployment of this transcatheter bioprosthetic valve, at an adequate implant depth, the wire was relaxed and the valve was deployed with a slight push on the delivery catheter system (dcs). The valve dislodged out of the native annulus and migrated towards the aorta. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a pre-implant balloon aortic valvuloplasty (bav) was performed. With the information available, a conclusive root cause could not be determined. Dislodge events are typically not related to a device malfunction. Subsequently, a second transcatheter valve was implanted. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated data: h6 method, result, conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Additional information was received which reported that a pre-implant balloon aortic valvuloplasty (bav) was performed. Additional information was also received which noted that the patient had a tricuspid valve. The size of the annulus was noted to be 23 millimeter (mm) and the size of the left ventricular outflow tract (lvot) was noted to be 23 mm. The depth of the valve onthe non-coronary cusp prior to deployment was noted to be 5 and the depth of the valve on the left coronary cusp prior to deployment was noted to be 4. No calcification was present. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.